Manufacturer narrative:
Resmed has requested for the product to be returned so that an engineering investigation could be performed. The product has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. An engineering investigation was performed on multiple cannula samples from reserve lots. The investigation determined that all cannulas were functioning as designed. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation while wearing an acucare mask. The acucare mask was delivering oxygen at the time. There was no patient injury reported as a result of this incident.